Event description:
The customer reported that the image flickers on the evis exera iii bronchovideoscope. The issue was found during a diagnostic bronchoscopy procedure. The intended procedure was completed with no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image was disappearing when the bending tube was bent.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was disappearing when bending tube was bent due to defective charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported image flickering and no image during angulation were due to breakage of the image sensor/cable unit or the charged coupled device. However, a definitive root cause for the suggested event could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction to b5 and h6 (added component code 3123-tip, medical device code 1071-thermal decomposition of the device) correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 09/25/2023. New information added to the following fields: h7, and h9. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report (additional inspection observations): it was observed during device inspection, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.